Event description:
It was reported that this right ventricular lead exhibited high out of range pacing and shock impedance measurements and high pacing thresholds. A defibrillation threshold (dft) test was being considered. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing and shock impedance measurements and high pacing thresholds. A defibrillation threshold (dft) test was being considered. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received which confirmed the explant and replacement of the lead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing and shock impedance measurements and high pacing thresholds. A defibrillation threshold (dft) test was being considered. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received which confirmed the explant and replacement of the lead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.